Event description:
It was reported that during a surgical procedure at the user facility the device put holes into several blades and caused the blades to jerk. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported blade wobble was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found, as well as a failed crest to crest spring and a loose drive link, which are all probable causes of the reported event.